Manufacturer narrative:
Return samples were tested for tensile strength via the knot pull method. Lot 250509612 return samples exceeded the usp average standard for chromic gut size 4-0 by approximately 43%. Review of the DHR for lot 250509612 confirmed that the lot met all tensile strength requirements prior to release. Lot 250509612 samples exceeded the usp average standard for chromic gut size 4-0 by approximately 59%. The pouch seal strength and width also met all specifications. Three retain samples from the lot were also tested for tensile strength. The retain samples exceeded the usp average standard for chromic gut size 4-0 by approximately 36%. There were no nonconformities noted with the lot during production. There were no nonconformities with the raw material used. All finished goods testing requirements were met prior to release. There was no evidence that the device failed to meet specifications and the report could not substantiated. A cause for the event cannot be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees has cause or contributed to the event described in the report. Riverpoint medical filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by FDA.

Event description:
According to the reporter, "per customer every time they use it in os they bend and it breaks. I called the customer to verify that the issue is the suture is breaking. The needle is okay."